Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. After the spaceoar procedure, patient experienced perineal pain, discomfort, infection and fever. The symptoms were initially treated with bactrim and were thought to be caused by a urinary tract infection (uti). However, the patient returned without symptom improvement and was put on a regiment of doxycycline. The patient noted that, "it feels like he is sitting on a golf ball". Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information received on march 23, 2022 update on block b5:describe event or problem. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: clinical code e 9205 captures the reportable event of pain. Clinical code e 9151 captures the reportable event of infection. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. After the spaceoar procedure, patient experienced perineal pain, discomfort, infection and fever. The symptoms were initially treated with bactrim and were thought to be caused by a urinary tract infection (uti). However, the patient returned without symptom improvement and was put on a regiment of doxycycline. The patient noted that, "it feels like he is sitting on a golf ball". As of march 23,2022, additional information received stating that the procedure was done under local anesthesia. The patient was still having pain and fullness.